Manufacturer narrative:
It has been confirmed by vyaire that the complaint sample is not available for evaluation. If a sample or any additional information becomes available a follow up MDR report will be submitted.

Event description:
It was reported to vyaire that the temperature probe came out of port by chamber leaving a undetected leak in the system; causing a patient to desaturate.